Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown and the vessels were moderately tortuous and not calcified. It was reported that the physician attempted to insert the bifurcated stent graft without the use of an introducer sheath through the left iliac artery; however, the pt's vessel was too small, therefore, the device was removed. The physician dilated the vessel with an 18 french dilator and then attempted to dilate with a 20 french dilator, but it was extremely tight. The physician inserted the device through the right iliac artery and as he was advancing it, the pt's blood pressure started to drop. An occlusion balloon was utilized to control the bleeding. The right iliac artery was found to have dissected and the decision was made to convert the pt to open surgical repair. It was reported that the pt is in stable condition. No additional sequelae were reported.